Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for worsening heart failure and a pump exchange was performed. No additional information was provided.

Manufacturer narrative:
The device was returned assembled with the percutaneous lead (lead) cut approximately 14 inches from the pump housing and the severed portion of the lead was returned. Upon disassembly of the returned device, a loosely seated deposition of clotted blood was present in the outlet stator, situated in-between the outlet bearing ball and the stator blades. The deposition was not adhered to any surfaces and lacked evidence of lamination suggesting that it formed acutely. In addition, there was no evidence of circumferential contact marks on the outlet side of the rotor or the outlet bearing ball to indicate that the deposition was present in the outlet stator while the rotor was spinning. The remaining pump blood-contacting surfaces were free of deposition. A correlation between the observed deposition and the report of right heart failure could not be conclusively determined. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. No device-related issues were found during the evaluation. The instructions for use lists right heart failure as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was admitted to the hospital on (B)(6) 2015 with respiratory distress requiring intubation upon arrival to the emergency department. A transthoracic echocardiogram (tte) performed the day of admission showed the aortic valve was not opening with each systole, the inflow cannula was seen in the left ventricle apex, and flow appeared to be unobstructed with a peak velocity of 20-25 cm/sec. However, it was also reported that the echocardiogram results found that flow from the outflow graft was not identified in the ascending aorta. Spontaneous echo contrast was noted in the left ventricle which was severely dilated. There was mild left ventricular hypertrophy and severe left ventricular dysfunction with severe hypokinesis/akinesis of all left ventricle wall segments and an ejection fraction of 10 to 15%. The right ventricle size was normal; however, there was severe right ventricular systolic dysfunction and mild to moderate mitral regurgitation. The estimated right ventricular systolic pressure was elevated at 35-40mmhg. On (B)(6) 2015, a right heart catheterization (rhc) measured a right atrial pressure of 20mmhg, right ventricle pressures of 52/20 mmhg, a pulmonary capillary wedge pressure of 32 mmhg and pulmonary artery pressures of 52/40/32 mmhg. The rhc procedure summary stated: severely elevated right sided filling pressures, pulmonary venous hypertension without elevation in transpulmonic gradient, and lack of left ventricle unloading despite lvad support. A pump exchange was performed on (B)(6) 2016.